Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic upon receiving a vibratory alert from their device. Upon interrogation, it was reported that the device had inappropriately entered backup mode. The patient was asymptomatic from the event. The device software was reinstalled.